Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose on (B)(6) 2020. Blood glucose reading was over 600 mg/dl. The customer stated they used manual mode and unable to complete carelink upload. The insulin pump will be returned for analysis.